Event description:
It was reported that the patient presented to the clinic for a follow-up remotely on (B)(6) 2021. Upon examination, it was noted that there was an alert for over current detection on the right ventricular (rv) lead. The clinician cleared the alert. Lead revision was discussed but not performed. There were no adverse consequences to the patient.